Event description:
The olympus representative reported on behalf of the customer, the evis lucera colonovideoscope had an air/water supply issue. The nozzle was clogged due to insufficient or incorrect reprocessing. The issue was detected at reprocessing. The intended procedure was completed with the same device, the evis lucera elite video system center and the evis lucera elite xenon light source. The procedure was not delayed more than fifteen (15) minutes. No patient harm reported. The water supply status of the nozzle was not inspected during the pre-use inspection. The mh-946 injection tube was not used for manual cleaning. The nozzle had not been replaced. The facility used a non-olympus aer.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The nozzle was clogged with unknown foreign material which could not be removed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been nearly 3 years, since the subject device was manufactured. Based on the results of the investigation, the foreign material clogged in the air/water nozzle was likely, from insufficient reprocessing after the previous procedure. The user may detect the suggested event properly, by handling the device in accordance with the following, the instructions for use: "inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function, inspection of the objective lens cleaning function". The user may prevent occurrence of the suggested event, by handling the device in accordance, with the following the instructions for use: "precleaning the endoscope and accessories: warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948), after each patient procedure. Clean the external surface: immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section. And confirm, that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution, remove detergent solution from all channels, presoak for excessive bleeding and/or delayed reprocessing, after each procedure. Caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing. Unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope". Olympus will continue to monitor field performance for this device.